Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the keypad of escape was unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to unlocked connector at lcd board. Unable to perform displacement test or self test due keypad anomaly.